Event description:
It was reported that the pump touch screen ¿blacks out in the middle of giving the pump commands¿. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.